Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was 109 mg/dl. A cartridge change was performed resolving the issue.